Manufacturer narrative:
(B)(4). The device was not available for evaluation. A batch review was conducted which revealed the lot met the acceptance criteria. A CAPA was opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. This occurred during infusion of an oncology medication. The reporter stated that the therapy was expected to complete in 46 hours; however, the patient indicated that the infusion had completed after approximately 28 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the infusor was filled with 5fu (fluorouracil) and d5w (5% dextrose in water) to a total fill volume of 230 ml with a drug concentration of 50mg/ml. The infusor was set to infuse ¿a male patient (1937, (B)(6))¿ in 46 hours, however, the infusion was completed in 27.5 hours. The patient¿s catheter type was ¿port a catheter¿. The flow restrictor was placed at the same head height as the reservoir and was taped to the patient¿s skin. It was reported that the flow restrictor may have been in contact with a heating source, as the patient was blowing snow on his tractor and moving around a lot to look behind him. It was unknown if the patient¿s body temperature became elevated. Subsequently, the patient was evaluated by a physician with no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.